Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The investigation concluded that this nonconformance observed in this complaint was categorized as a process defect. An exhaustive revision of the process was completed, founding that occlusion partial or total was generated in the proximal bonding station due to misalignment of the d-mandrel or mandrel during the preparation for bonding process. The operator has not enough visibility to ensure the correct position of the d-mandrel or mandrel, causing melting material smearing occluding partial or total the diameter of the extrude. Causing two events, the first is the diameter is completely occluded which would prevent the balloon from inflating. And the second event would be that the diameter is partially occluded which would cause it to take longer to inflate or deflate. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint was confirmed. The device came with its original packaging but in open condition. Visual inspection of the device found the working portion (sheath) twisted with light kinks measured about 45 cm from the proximal connector (hub), but the inflation hub was intact. Olympus confirmed the balloon section had been cut off at its proximal radiopaque white marker leaving a small wire sticking out from the distal sheath. The balloon itself has moisture inside and was also torn open in lengthwise. However, the white distal tip appeared to be in normal condition. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
On behalf of the customer, an olympus representative reported the facility had issues during deflation of the balloon, the balloon got caught on the catheter and had to be cut off. The event occurred during a diagnostic procedure. There were no reports of patient harm or impact associated with this event. Inspection and testing of the returned device revealed unsuccessful balloon inflation. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.